Event description:
It was reported the patient could not enter into MRI mode. As a result, both the leads were explanted and replaced to address the issue. One lead had high impedances and the other had migrated.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.